Event description:
It was reported that a recently re-implanted vns pt developed an infection on the neck incision site and was explanted. Info from the treating neurologist revealed the pt started taking antibiotics and was referred to a neurosurgeon for follow up. Additional info was received from a company rep indicating the pt was evaluated by an ent physician who identified the pt's left vocal cord to be paralyzed. At the moment the cause for the pt's left vocal cord paralysis is unk as the neurologist believes the cause for the infection was related to surgery. Good faith attempts to obtain product and additional info from the implanting surgeon and ent have been unsuccessful to date.